Event description:
It was reported that while the surgeon was impacting the implant with the instrument, the patient's bone was fractured. Attempts have been made and no additional information is available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00202. Concomitant medical products; item#: 110032430, comp aug mini bsplt w tpr lg; lot#: 65124524. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.